Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unspecified access site with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the device was successfully pre-flushed with saline prior to use. However, when advanced into the anatomy, no blood flow was observed at the marker lumen. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 17f sheath, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.